Event description:
During an unscheduled visit in 2008, the patient reported experiencing angina pectoris. Angiography was conducted, followed by a coronary intervention as there was 90% focal in-stent restenosis documented. The lesion was treated with a 3.5 x 13mm cypher select plus stent. Eighteen days later, the patient suddenly died. The patient's death was deemed to be cardiac related. It was noted that evidence for stent thrombosis was likely and that there was evidence of a myocardial infarction. The patient was initially enrolled in the study on approx six months later, and 2-vessel disease. The main indication for the intervention was stable angina pectoris. The lesion treated was in the proximal left anterior descending branch. The lesion had 90% stenosis and was de novo, irregular, eccentric and 12mm in length. The vessel was 3mm in diameter. A 3.0 x 13mm cypher select plus stent was electively implanted at 13atm. The residual percentage of stenosis was 0%. The patient's baseline medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The patient's intra procedure medications included aspirin, clopidogrel and heparin. The patient's post procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2008-02562. Additional information will be submitted upon 30 days of receipt.